Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Patient underwent essure confirmation test and result was total bilateral occlusion. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with intercourse"), alopecia ("hair loss") and dysmenorrhoea ("pain/ pain during menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, alopecia and dysmenorrhoea outcome was unknown and the migraine had resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr was received. This case become incident. The event injury was updated to abnormal bleeding (menorrhagia). New events: abnormal bleeding (vaginal), migraines / headaches, dyspareunia (painful sexual intercourse)/ pain with intercourse, hair loss, pain/ pain during menstruation were added. Reporter information was updated. Date of removal were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.